Manufacturer narrative:
Follow-up # 1 ¿ (10/08/2014). The lay user/patient¿s meter has been returned on 09/08/2014 and evaluated by lifescan product analysis on 10/06/2014 with the following findings:error 4 message is observed in the error log, but error was not reproduced during the investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient in (B)(6) contacted lifescan to report the onetouch verioiq meter was displaying an error 4 message. There was no patient injury associated with this issue. As the issue was not resolved with troubleshooting this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
If additional investigation occurs regarding this issue as a result of follow-up with the customer or product return, lfs (lifescan) will report the findings to the FDA in a supplemental report.